Manufacturer narrative:
(B)(4).

Event description:
It was reported that renasys go does not start up correctly and is free from critical errors, also the device can not operate on ac or battery power and not recharge the battery due to dc inlet port is damaged. No case involved.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the renasys go case is cracked, the ac port is broken and it showed device failed error causing the device not to start up correctly and cannot operate on ac or battery power and not recharge the battery. No patient involved.